Event description:
It was reported that the tip of the probe broke off during processing at the hospital.

Manufacturer narrative:
Visual inspection confirms the complaint. The tip of the probe is missing from the device and was not returned. A review of device history records showed no manufacturing or processing related irregularities. The root cause is likely a result of improper handling during sterile processing. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.